Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 23.5 diopter intraocular lens (iol) fell in the back of the vitreous following a capsular bag rupture after implantation into the left eye (os). Therefore, an explant will be performed by another surgeon who is a retinal specialist at a later date that is not scheduled yet. No additional information was provided.

Manufacturer narrative:
The lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.